Event description:
It was reported that the asymptomatic patient presented for follow up in clinic and post-paced t-wave oversensing was noted on an egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
No medwatch form was received.